Manufacturer narrative:
Additional device codes: hsz, gfa and gff. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review has been requested. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the surgeon reported a broken drill bit and kirschner wire in the bone. It was unknown when the issue was observed. This report is for one (1) drill bit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in netherlands as follows: it was reported that during an unknown surgery on (B)(6) 2018, a drill bit and kirschner wire broke in the bone. The procedure was successfully completed with thirty (30) minutes surgical delay. Patient outcome was unknown.

Event description:
It was further reported that the procedure was successfully completed with thirty (30) minutes surgical delay. Patient outcome was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 310.221, lot: f-23702. Manufacturing location: selzach, release to warehouse date: jan 29, 2018. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The review has shown that with 1.4112 stainless steel the correct material was used and that the hardness was within the specification product investigation was completed. The tip of the drill bit is broken as complained. A portion of the distal cannulated cutting tip section has broken off and was not returned for investigation. The fracture angle is oblique and jagged. Besides, the instrument presents normal signs of use. The outside diameter measured near the breakage is 1.98mm which comply with the specifications (2.0mm 0/-0.03mm). Further dimensional inspection cannot be performed due to the damage incurred. Relevant drawings were reviewed during this investigation. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The complaint condition is confirmed as the tip of the drill bit is broken. This production lot (f-23702) was manufactured in january 2018 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criteria. A definitive root cause for the drill bit breakage could not be determined based on the provided information. The oblique fracture angle suggests off axis force has contributed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.